Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This (B)(6).

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad button symbols appeared to be worn but still legible. There was no evidence of tearing or peeling. The keypad buttons were found to be responsive to button presses, had normal spring back and did not require excessive force to respond. The keypad button cover was removed; there was no evidence of contamination or inverted key contacts. The reported response issue with the keypad buttons was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.